Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with intermittent oversensing due to double counting r waves. No changes were reported. There were no patient consequences.